Event description:
It was reported that upon interrogation, it was observed that the ventricular lead fractured and exhibited noise. The lead was explanted and replaced. The patient was in good condition post procedure.

Manufacturer narrative:
UDI (di): (B)(4).